Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle 30 ga 1/2 in leaked. The following information was provided by the initial reporter: "new complaint from a client: he had difficulty fitting the needle. At the time of application, the small needle was released and the entire contents leaked. 7th complaint on this batch number. The sample is not available. Could you inform me if there were any consequences for the patient or medical staff? No information on this subject. Has there been proven contact with a dangerous product (chemotherapy) or blood? Potential contact with blood because abnormality noted during application".

Event description:
It was reported that needle 30ga 1/2in leaked. The following information was provided by the initial reporter: "new complaint from a client: he had difficulty fitting the needle. At the time of application, the small needle was released and the entire contents leaked 7th complaint on this batch number. The sample is not available. Could you inform me if there were any consequences for the patient or medical staff? No information on this subject. Has there been proven contact with a dangerous product (chemotherapy) or blood? Potential contact with blood because abnormality noted during application".

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 180930 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for return, our quality team obtained twenty retained samples of the same lot number from the manufacturing facility for further evaluation. The retained samples were attached to a caverject syringe provided by the customer in the past. The hub was positioned with a slightly rotational movement. The hubs were found to fit perfectly with no signs of leakage. Based on the investigation results, an exact cause for this incident could not be determined. It is possible that this type of defect would result from defective luer dimensions, damage to the syringe tip, or an issue with the handling of the product. H3 other text : see h.10.